Event description:
Leaking additive cassette. The leak was found during bypass. Caller took the magnesium and placed it in the potassium bag (adjusted the settings) and continued the case without further incidents. The caller did not know where the leak was. Amount of leak is unknown.